Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the previous repair record identified unrelated repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a design issue. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign - event occurred in united kingdom.

Event description:
It was reported that the unit was sent for repair for an unknown repair. There is no information provided regarding the timing of the event or if there was any patient involvement/harm that may have occurred. During device evaluation, it was discovered that the comb was damaged. Due diligence is complete. No additional information is available.